Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the monitor displayed a service code 102 (charge profile fault). The cause for the failure was a damaged r12 resistor on the monitor board pca. The root cause for the damaged r12 resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was generating service code 102.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (service code 102) has been confirmed. Upon investigation the monitor displayed a service code 102 (charge profile fault). A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was generating service code 102.